Event description:
During the pta treatment procedure, difficulty was encountered removing the synergy balloon dilatation catheter. Following successful treatment of the 100% stenotic lesion in the left common iliac artery, resistance was encountered withdrawing the device. The balloon catheter and 7 fr cook sheath were successfully removed together. No patient injuries or complications were reported. The patient's status was reported as 'good.'